Event description:
It was reported that on an unknown date the screwdriver handle and t6 driver did not attach together for some reason. There was no surgical delay. There was no patient outcome reported. This report involves one (1) handle with mini quick coupling. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a j&j employee. H3, h4, h6: part:311.01, synthes lot: 7720355, supplier lot: n/a, release to warehouse date: june 26, 2014, manufactured by: synthes jenserville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on an unknown date the screwdriver handle and t6 driver did not attach together for some reason. The repair technician reported cap gets stuck, 'instrument operation to be smooth and non-binding though the entire operation' failed. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.